Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. Additionally, it was indicated that the rv lead exhibited t-wave oversensing (twos) which resulted in the patient receiving an inappropriate therapy while they were doing yardwork. Reprogramming was completed and the lead remains in use. No further patient complications have been reported as a result of this event.